Manufacturer narrative:
A manufacturing record review was completed and zero related nonconformances were found. A returned product evaluation was also completed and found the device to be severely damaged. Torque damage was present along the distal section of the device and the tip was confirmed missing. The ptfe liner was exposed and twisted. The physician confirmed resistance was experienced when advancing the device due to the difficulty crossing the proximal cap of the lesion. Based on this information and the torque damage present, the product meets the design and manufacture specification but was damaged during use due to the operational context.

Event description:
The physician reported that the device was unable to cross the lesion and when he removed the device noted that the tip was damaged and a little part of it remained stuck in the lesion. Additional info rec'd (B)(6) 2018: the physician reported that he encountered resistance in advancing the turnpike spiral because the proximal cap of the lesion was hard to cross; no resistance in advancing the microcatheter on the guidewire until the proximal cap of the lesion. The physician used a guide catheter extension (guideliner) and two different guidewires. The physician did not try to remove the "little part" from the lesion. The procedure was not completed because it was not possible to cross the lesion.